Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic for follow-up. Lead noise was observed via session records. Further assessment on the lead was recommended. Device was reprogrammed and lead will be monitored. Patient's condition is good.